Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was placement difficulty with the left ventricular (lv) lead and high threshold. The lead could not be placed and a new lead was used. It was also noted that an angiography could not be made and the contrast medium leaked from the homeostasis valve. No patient complications have been reported as a result of this event.